Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly and prefired. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
9/1/1998-supplement #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.